Event description:
The consumer stated the unit alarmed and she can smell oil burn in her CPAP machine so she stopped using the concentrator. She stated that there is smoking in the house but not by the machine.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.